Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained negative anion gap on sample 1. The customer replaced the sensor, but the dilution check was out of range. The customer ran a system cleaning and also replaced the x-tubing. The customer again replaced the sensor, but the dilution check was still out of range. The ccc instructed the customer to prime the integrated multi-sensor technology (imt) diluent syringe and found that it was leaking. The customer replaced the syringe and the leaking stopped. The customer performed a dilution check, which was within acceptable range. The cause of discordant falsely elevated na, k and cl results was malfunction of diluent syringe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated results were obtained for sodium (na) on two patient samples while discordant, falsely elevated results were obtained for potassium (k) and chloride (cl) on one of two patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on same instrument, resulting lower than the initial results, except for the na result on sample 1 which was similar to the initial result. The samples were rerun on an alternate dimension exl instrument, all resulting lower than the initial results. The repeat results from an alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false elevated na, k and cl results.